Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrium (ra) lead had a lead polarity switch and notable data indicates low impedances since the polarity switch. It was also reported that the patient had twitching in the arm. Therefore the ra lead was programmed to bi-polar and polarity switch turned off. The ra lead will be replaced when the device reaches elective replacement indicator (eri) and the patient was informed to maintain regular office visits. The ra lead remains in use. No patient complications have been reported as a result of this event.